Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2021. 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alert (lia) for high sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.